Manufacturer narrative:
The end user was not exercising caution while operating the power wheelchair in the dark and was struck by a motor vehicle while crossing the roadway in a crosswalk. Hoveround's owner's manual warns "[t]o avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user reported while operating the power wheelchair outside in a crosswalk on a rainy night, he was sturck by a motor vehicle.